Event description:
It was reported that suction issue occurred. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, a loss of aspiration was observed. There were no patient complications as a result of this event. It was further reported that the physician was not satisfied with the thrombectomy result from the solent omni catheter and some fluid appeared in the waste bag during power pulse. No error was noted, and aspiration did not appear to be lost. The system activity was not lost and no visible defects noted. The procedure was completed with a different device.

Event description:
It was reported that suction issue occurred. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, a loss of aspiration was observed. There were no patient complications as a result of this event.